Event description:
It was reported that the device was explanted due to a decrease in the control of migrating pain. No patient injury was reported and the patient recovered with sequela.

Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed no significant anomalies. The battery had reduced capacity due to overdischarge. Final device analysis for lead (B)(4) revealed no significant anomalies.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2010 explanted: (B)(6) 2011; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.